Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, a couple of times, additional air was inflated to the trach's cuff, and it did not initially seem like this air was getting in. Ultimately, the impression was that there was a kink in the tube between the inflation port and the tracheotomy cuff, and that the air was leaking back out through the inflation port, rather than leaking out through any issue with the cuff itself, as this challenge with inflating air was self-limiting. In addition, a cuff pressure testing pneumatic device was placed over the inflation port, and it seemed stable and the patient was ventilating well. Tube was replaced.